Manufacturer narrative:
The suspect high pressure helium regulator was returned to getinge's sustaining engineering dept. For evaluation. Visual inspection showed no findings. In order to reproduce the failure, the suspect high pressure helium regulator was installed in the cardiosave test fixture, and the test fixture was powered up in special activation mode. No display failure messages were observed. Leak test (sniffer) and leak decay tests were performed and no failures were found. No further investigation is required.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an audible helium gas loss alarm. It is unknown under which circumstances this event occurred; or if a patient was involved. However, no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A (B)(4) field service engineer (fse) was dispatched to evaluate this unit. To resolve the issue, the fse replaced the high pressure helium regulator. While removing the old helium regulator, the fse observed that most of the screws were very tight and were difficult and impossible to open, resulting in the fse having to drill out a screw. The fse performed all functional and safety test as per factory specifications. The iabp passed all tests and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated an audible helium gas loss alarm. It is unknown under which circumstances this event occurred; or if a patient was involved. However, no adverse event was reported.